Event description:
Boston scientific received information that the patient implanted with this device system was involved in a clinical study. The patient was admitted to the hospital with a syncopal episode. Unrelated to the syncope episode, it was also noted that the device delivered inappropriately anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). The physician requested device reprogramming. Approximately ten days later, the patient was seen in the clinic and no additional episodes of svt were observed, however, the device was again reprogrammed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.